Event description:
It was reported that the user experienced a temporary continuous glucose monitor (cgm) signal loss on the ilet while the dexcom g7 mobile app continued to display glucose readings, and the ilet readings resumed without intervention. No reported clinical symptoms were reported. Outcomes included no impact to health and no medical intervention. User support included device-use troubleshooting and education regarding cgm signal loss. Investigation of this case revealed a transient communication interruption between the cgm transmitter and the ilet controller, with no device damage observed and no persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or signal interference consistent with known limitations of wireless connectivity.